Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. At the time of the index procedure, cardiac catheterization revealed a 95% stenosed, 38mm long and de novo lesion located in the non calcified and non tortuous mid left anterior descending coronary artery with a reference vessel diameter of 3mm. A 3x38mm promus element stent delivery system was selected to treat the target lesion. While inserting the device into the guide catheter, the stent delivery system would not advance past the hemostatic valve. The physician examined the device and noted that there were stent struts extending outward. According to the physician, "there had been no manipulation that could have caused that and that most probably the stent's struts were extended while packed". The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product.(B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. At the time of the index procedure, cardiac catheterization revealed a 95% stenosed, 38 mm long and de novo lesion located in the non calcified and non tortuous mid left anterior descending coronary artery with a reference vessel diameter of 3 mm. A 3x38 mm promus element stent delivery system was selected to treat the target lesion. While inserting the device into the guide catheter, the stent delivery system would not advance past the hemostatic valve. The physician examined the device and noted that there were stent struts extending outward. According to the physician, "there had been no manipulation that could have caused that and that most probably the stent's struts were extended while packed". The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device analysis determined that the condition of the returned device was consistent with the complaint incident. However, hypotube kinks were also noted. A visual and microscopic examination identified distal stent damage. The struts on the 1st row from the distal edge were slightly flared and misaligned. The outer diameter (od) of the damaged section was measured using a snap gauge, and measured at 1.36 mm. The od of the stent area where no damage was present was measured at approximately 1.11 mm. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is handling damage. The complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking/preparation/shipping. (B)(4).